Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced infection in the xiphoid incision. Subsequently, the patient underwent a revision procedure and this electrode was explanted. The s-ICD remains implanted but electronically deactivated. The plan is to wait for the antibiotic treatment to be completed and a new electrode will be implanted and connected to the s-ICD. In the meantime, the patient will be wearing a zoll medical life vest as a second preventative. No additional adverse patient effects were reported. The electrode will not return for analysis and was discarded.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced infection in the xiphoid incision. Subsequently, the patient underwent a revision procedure and this electrode was explanted. The s-ICD remains implanted but electronically deactivated. The plan is to wait for the antibiotic treatment to be completed and a new electrode will be implanted and connected to the s-ICD. In the meantime, the patient will be wearing a zoll medical life vest as a second preventative. No additional adverse patient effects were reported. The electrode will not return for analysis and was discarded.